Manufacturer narrative:
E1 - phone number was updated from (B)(6) to +(B)(6). Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 76209ud01 was identified.

Event description:
The customer observed a falsely elevated alinity I total -hcg result generated on a 49-year-old female patient. Results were not reported to medical provider. The following data was provided for sid (B)(6). Initial result = 6.24 miu/ml, repeat result = <2.30 miu/ml- (after recentrifuged) & the colloidal gold test result was negative. The customer¿s use reference range <5 miu/ml. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I total ¿-hcg result generated on a 49-year-old female patient. Results were not reported to medical provider. The following data was provided for (B)(6). Initial result = 6.24 miu/ml, repeat result = <2.30 miu/ml- (after recentrifuged) & the colloidal gold test result was negative. The customer¿s use reference range <5 miu/ml no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1; patient identifier = (B)(6). All available patient information was included, no additional patient information was available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-74 has a similar product distributed in the us, list number 7p51-21/-31, and a 510k/PMA/bla number of k170317.